Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms were noted during testing. Pump error alarmed during self-test and confirmed in pump history due to cold solder joint at u1 keypad assembly. The pump was received with intermittent right arrow buttons due corroded keypad traces. Detailed trace analysis confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, the pump was monitored and functioned properly. The pump was received with faded serial number label, missing display window cover and keypad overlay, minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error alarm. The customer's blood glucose level was 8.9 mmol/l at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The customer was advised to call back if the issues recur. The product was returned for analysis.